Event description:
Medics responded to a cardiac call, pt experiencing severe chest pain and having difficulty breathing. It was noted by the device operator that a pin from the therapy cable had broken, and was lodged in the device therapy connector. Als protocols were followed, drug therapy was delivered and the pt responded positively. The reporter stated there were no adverse affects to the pt, as the pt responded to drug therapy.